Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event count not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: "device balloon tested appropriately before case but wouldn't remain inflated in pt. It sounded like it basically popped but they didn't see any signs of calcium." The pt was not hospitalized. Procedure type: diagnostic coronary. Vessel size: 6mm.